Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
Robot arm was in intermediate position and screen displayed "sending robot to trajectory". Undo button was pressed in order to drive back to previous trajectory. During automatic movement to return to intermediate, robot detected release of vigilance device even though it was not being pressed. When trying to send robot arm to home instead, "impossible to modify cooperative parameters" message appeared, and software communication failure occurred. System shut down, and worked fine after restart.

Manufacturer narrative:
It was reported that a vigilance device failure and a shutdown occurred during surgery. Analysis of data logs determined that the most probable root cause of the vigilance device failure is a momentary breakdown. Then the root cause of the shutdown cannot be determined.

Event description:
Robot arm was in intermediate position and screen displayed "sending robot to trajectory". Undo button was pressed in order to drive back to previous trajectory. During automatic movement to return to intermediate, robot detected release of vigilance device even though it was not being pressed. When trying to send robot arm to home instead, "impossible to modify cooperative parameters" message appeared, and software communication failure occurred. System shut down, and worked fine after restart.